Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified no tears in the balloon material. However, when an attempt was made to inflate the balloon, a pinhole leak was observed in the balloon. The pinhole was located at 2 mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified iliac artery. The 7.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified iliac artery. The 7.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient's condition was good.